Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test and displacement test, however unit alarmed motor error during basic occlusion test and unable to prime during prime / compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No unexpected pump restart noted during the testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.